Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While preparing a 6-7f mynxgrip vascular closure device, the physician tested if the balloon of the device is working properly, so the balloon got filled up with saline. During this process (outside of the patient) the observation was made that the balloon was leaking. The device was not used after that and hemostasis was achieved by manual compression within 30 minutes or less. There was no patient injury and the device will not be returned for analysis. The product was stored and handled according to the IFU. The mynx vcd was prepped according to IFU instructions. There was nothing unusual noted about the device prior to use. The contrast to saline ratio was 50:50.

Manufacturer narrative:
While preparing a 6/7f mynxgrip vascular closure device (vcd), the physician tested if the balloon of the device was working properly, so the balloon got filled up with saline. During this process (outside of the patient), the observation was made that the balloon was leaking. The device was not used after that and hemostasis was achieved by manual compression within 30 minutes or less. The product was stored and handled according to the instructions for use (IFU). The mynxgrip vcd was prepped according to IFU instructions. There was nothing unusual noted about the device prior to use. The contrast to saline ratio was 50:50. The device was not returned for analysis. A device history record (DHR) review of lot f1814102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed since the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.